Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis that deflated after implantation. At the time of this report, the complaint device is still implanted. However, it had been indicated that the patient will undergo bilateral removal and replacement at some point.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. No date of explant was ever provided, so an estimated date of (B)(6) 2019 has been entered. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/15/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During evaluation of the device a rent at juncture valve was observed. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. Therefore, this activity will be closed until further information is provided. At this time is not possible to determine the origin of the white material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).